Manufacturer narrative:
Account found the lock out board was heavily corroded. Account replaced the lockout board to fix the issue.

Event description:
Account alleged, the bed had no head up function. No pt impact.